Manufacturer narrative:
The gambro cartiridge blood set, lot number: 08m157321 was not retained for inspection. The retain samples of the lot 08m157321 were submitted to visual inspection, functional testing and physical characteristics analysis. A clinical complaint investigation was conducted as conclusion even though the pt's admitting diagnosis was listed as "hemolysis and anemia", there is not sufficient data to support this diagnosis. Prior to the pt leaving the hosp, the diagnosis was changed to "undetermined". The pt reportedly made a full recovery and was subsequently released from the hosp in 2006. The gambro phoenix machine MFR sent the MDR 9616240-2006-00498. See attachments: protocol forms for visual inspection, functional test and physical characteristics analysis of retain samples.